Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported unable to capture leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported unable to capture leaflets appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed anterior leaflet and restricted posterior leaflet. A mitraclip ntw was inserted, and grasping was performed. However, the leaflets were unable to be captured. A decision was made to remove the clip. The clip was brought back to the left atrium. However, while the clip was in the left atrium for removal through the steerable guide catheter (sgc), it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed and the clip was removed. Once outside the patient, the grippers were tested to ensure that both grippers were functioning as intended. There were no adverse patient effects and no clinically significant delay in the procedure.